Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d-,g3, g6, h2, h3, h6, h10 the device was returned to the factory for evaluation on 07/30/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use were observed. Although it was reported the failure occurred before use, upon microscopic inspection, specs of blood were observed on the clear silicone insulation of the jaw. The insulation was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000370277 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of hemopro were broke. The jaws/casing/heating wires appeared to be peeled back. Opened up another vh-4000 to complete case. No delay. No harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6 medical device ¿ problem code: codes 1069 and 1454 have been removed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of hemopro were broke. The heater wire peeled back. Opened up another vh-4000 to complete case. No delay. No harm.